Event description:
It is reported that the 8mm articular surface trial was put through range of motion. At full extension, the trial broke into two pieces with an audible crack. The process was repeated with the 9mm trial and it also broke.

Manufacturer narrative:
As returned, the articular surface provisionals are fractured along one of the channels. This failure has been remedied. An increase in corner radius reduces the stress concentration, thus reducing the likelihood of a fracture. The parts have a potential field age of over 3.5 years and the new design was implemented in 01/2008, therefore these parts were made prior to this design change.